Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a shaft kink 5mm proximal of the exit notch. There was no separation of the shafts. Microscopic examination and tactile presented no damage or irregularities to the hypotube and there was no separation of the hypotube. Microscopic examination presented no damage or irregularities in the balloon. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced to dilate the lesion but the shaft of the balloon was broken. The device was removed completely. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion but the shaft of the balloon was broken. The device was removed completely. The procedure was completed with another of the same device. The patient's status was stable.